Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The battery out limit alarm or weak battery alarms were unable to be confirmed due to unresponsive buttons. Corroded electronic assembly and corroded motor assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 435mg/dl. The customer treated with pill as no injections were available at the time. The customer states the buttons are unresponsive and the pump is vibrating and beeping. The customer states they did not received button error alarm. The customer states they received battery out limit alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.